Manufacturer narrative:
Follow-up # 3. The lay user/patients control solution has been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/19/2015). The patient¿s test strips have been returned on 4/1/2015 and evaluated by lifescan product analysis on 5/5/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained control solution readings of "104 and 105mg/dl" on the subject meter (onetouch ping). This falls out with the control solution range of "111-149mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned on (B)(6) 2015 and further evaluated by lifescan product analysis on (B)(6) 2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The strips and control solution have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.